Event description:
It was reported that during a follow-up no capture was observed. X-ray revealed the lead slightly stretched. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.